Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 07/22/2014 with the following findings:visual inspection revealed that the battery compartment was cracked from the thread area to the case seal. The returned battery cap threads were found to be damaged. The returned battery cap was not able to maintain an electrical connection with the pump. A test battery cap was used to complete all testing. The test battery cap was not able to be fully secured to the pump; however, no power losses occurred using the test cap. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.